Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set package were opened before insertion on (B)(6) 2024. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-36638. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. A complaint was received for the autosoft 90 product. However, the lot number was not provided, which limits traceability and no samples are available for tests. Investigation actions were initiated to assess current controls and identify potential risks. Current controls review: a list of existing controls in the autosoft 90 manufacturing line is being compiled to document how leak failures and other defects are currently detected and prevented. 100% leak test and flow test in the inset final assembly process. A 100% leak and flow test is performed during the inset final assembly process to identify and scrap any material with failures. This inspection follows work instructions 4805074 rev.108 and applies to all inset assembly lines (1-10), which share similar machines. For analysis, pfmeca from line 6 is referenced. In pfmeca 4906028, the risk for "100% leak test and flow test" (risk lines 5.1.1-5.1.5 and 5.5a.1-5.5a.5) is rated severity: 5 (critical) and occurrence: 1 (remote). According to risk management procedure 3706010 [26], harm to the end user is highly unlikely under these failure modes when occurrence is 1. Sampling test verification. Before releasing the finished product, visual and functional tests are performed as part of a sampling plan verification with an aql acceptance level of 0.65, according to document 4902110 rev.14 (normal sampling plan). Results are documented in 4905072 [125] (inset family assembly line inspection) (mio product assembly line inspection). Inspections include: visual checks (needle integrity, cover condition, printing legibility, tyvek sealing, contamination-free components). Functional tests (burst test, peel test, flow test, leak test, connector "click" verification, static tension tests). Burst test ensures bacterial-resistant paper withstands at least 244 cm h[?]o, confirming seal integrity. Flow and leak tests verify proper fluid delivery and absence of leakage. These inspections are referenced in pfmeca for inset packaging. The severity for sample size inspection (online) under hazard 20.4 (risk lines 20.4.1 to 20.3.29) is rated 5 (critical) with an occurrence of 1 (remote). According to risk management procedure, harm to the end user is highly unlikely under these failure modes when occurrence is 1. Multiple robust tests including burst, peel, flow, and leak tests are in place to ensure packaging integrity and prevent any leakage failures before product release. Current controls, including 100% leak testing, are in place to detect and prevent leaks in autosoft 90 products. Although the lot number is unavailable, a trend analysis of related complaints and non-conformances is ongoing. Conclusion: although the lot number is unavailable, the investigation includes a comprehensive review of current controls.

Event description:
To date no additional patient or event details have been received.